Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, upon powering on the unit an error u-02 displayed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error u-02 occurred on vio dv integrated electrosurgical unit (iesu). The customer elected to use another vision side cart (vsc) to continue with the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and ran several test burns with no errors. The fse restored the correct configuration. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.